Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. There can also be several root causes of leaflet immobility or leaflet restriction. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, seven (7) months post-implantation of this 29mm mitral bioprosthetic heart valve, a transcatheter valve was implanted (valve-in-valve) due to critical mitral stenosis with fixed and immobile leaflets. A 29mm transcatheter valve was implanted and tee showed good positioning and function of the prosthesis with a mean gradient less than 3 mmhg and a very small amount of leak present. The patient was transferred in stable condition to the cvr, post-operatively.